Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor valve was successfully implanted in a patient. On (B)(6) 2025, it was noted via transthoracic echocardiogram that the patient had an elevated mean aortic valve gradient. On (B)(6) 2025, a computed tomography scan was performed and confirmed presence of valve thrombosis. The patient was prescribed acenocuraol. There was no prolonged hospitalization due to this event. The cause of the aortic valve stenosis is attributed to the valve thrombosis. The patient was stable at the time of report.

Manufacturer narrative:
An event of aortic valve stenosis and thrombus formation was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported aortic valve stenosis could not be conclusively determined. The cause of thrombus formation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.